Event description:
It was reported that the pt experienced withdrawal. A catheter complication was suspected. The pump was interrogated and no issues were noted; pump logs were not checked. It was later reported that the pt underwent a dye study approx two weeks ago. An inflammatory mass at the tip of the catheter was identified. The pump contained unk baclofen. A f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).